Event description:
Device report from synthes (B)(4) reported the peg was broken on bending iron for 2.7mm & 3.5mm reconstruction plates. No further information was provided. No reported patient or procedure harm was noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information/involvement was not reported. Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the 329.07 lot number 2015 bending iron, for 2.7mm and 3.5mm reconstruction plates was likely caused by over twenty seven years of use; however, this complaint is most likely not a result of any design related deficiency. The bending irons for 2.7mm and 3.5mm reconstruction plates are instruments routinely used in the small fragment locking compression plate system and the only plate bender for reconstruction plates included in the set. The device was returned and reported that one of the pegs was broken. This condition is confirmed; the peg which seats in the plate hold during contouring has sheared off leaving a homogenous fracture surface. It is likely that over twenty seven years of use has led to this complaint condition. The device was manufactured in august, 1987 and is over twenty seven years old. The balance of the returned device is in otherwise surprisingly good condition give its age. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device was received on may 11, 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Synthes manufacturing facility was identified during device history review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.